Event description:
It was reported that the left ventricular (lv) lead was not capturing within several days of implant. High impedance was later observed. A chest x-ray showed that the lead pin was not fully inserted into the ICD header. The pocket was opened and the lead was removed from the header with minimal traction. The lead was then re-inserted and reprogrammed as lv threshold remained elevated. The ICD and lv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d4 ICD, implanted (B)(6) 2014; 407652 lead, implanted (B)(6) 2014. (B)(4).